Event description:
It was reported that a popping sound was heard and came from the instrument during an unk procedure. An error showed on the generator screen. It wasn't known how the case was completed but there wasn't any consequence to the pt.